Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a yellow alert was detected for this patient as their cardiac resynchronization therapy defibrillator (crt-d) displayed high out of range (oor) pacing lead impedance. The device never paced in the atrium. Isometrics, pocket manipulation and bear down were performed but could not re-create noise. Atrial sensing (as) were increased to 1.5 and output to 3 volts (v) so that if noise will occur, the device will not oversense. The physician planned to continue to observe the patient and will change the patient remote monitoring system¿s atrial arrhythmia burden to 0 to detect noise. An x-ray was also planned. Additional information indicated that the cause of the oor pacing impedance was not determined and x-ray was not taken yet. Furthermore, noise was not observed in any electrogram (egm). The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the cardiac resynchronization therapy defibrillator (crt-d) was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) displayed high out of range right atrial (ra) pacing impedances of greater than 2000 ohms and ra oversensing. There was no pacing inhibition reported. The decision was made to explant and replace this crt-d. Further information was provided that the ra pacing impedance was again measured with the programmer and the impedance was around 2500 ohms. The physician suspected the lead was fractured. A chest x-ray and fluoroscopy were performed, but it was unknown if the fracture was confirmed. No additional adverse patient effects were reported.